Event description:
Complainant alleged that while monitoring a patient (age & gender unknown) the device displayed a "defib disabled" message and other unknown error messages. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.